Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 36 mg/dl. Customer did not report any symptoms of low blood glucose. Customer stated that they treated the low blood glucose with the food. Customer's blood glucose level at the time of call was 112 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not feel okay to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.